Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported customer had symptoms of hypoglycemia with compact plus results of 117 mg/dl at 11:40pm and 30 mg/dl at 11:43pm. Customer drank orange juice, same system retest results at 12:14am were 142 mg/dl, 58 mg/dl, and 73 mg/dl, all within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.